Event description:
On (B)(6) 2024, a compliance call was made to check in on the patient because no new blood glucose readings were being transmitted from their device. When the patient answered, they stated that they hadn't been using their blood glucose meter because in october the battery in the device exploded and tore the device apart to the point it was not usable. The patient was not able to provide the specific date of the event. The patient indicated that they had disposed of their device after the event. No injury was reported and no medical attention was sought by the patient.

Manufacturer narrative:
Telcare llc was not made aware of the event until (B)(6) 2024 when a health coach reached out to the patient to ensure they were testing their blood glucose regularly. The patient stated that the device was thrown away and will not be returned for evaluation. When the patient was contacted for follow-up questions, they stated that the device was powered on and connected to a charger when the event occurred. The device history record was reviewed and no non-conformances were found.